Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient's skin was itchy and red where the sensor adhesive patch was placed. She consulted their general practitioner (gp) and the patient was prescribed fucidin h cream to treat the affected area. At the time of contact, the patient's skin reaction was healed. No additional patient or event information is available.